Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed and attributed to the tygon tubing that was not properly seated. The tygon tubing was replaced to resolve the report. It is important to note that the customer indicated that the device was dropped from about 2 feet. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's peak inspiratory pressure would not work. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.